Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery 7 times in the past month, and had now also alarmed for a motor error. The blood glucose reading was 500 mg/dl. The drive support cap appeared normal. The customer was able to rewind the insulin pump. The insulin pump alarm history showed more than one motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. The motor passed motor test. The insulin pump was received with cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.